Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The volume of the leak was approximately 20 ml and was not contained within the instrument. The customer also reported that backgrounds were failing for all parameters at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The field service engineer (fse) found a leak from tubing at quick disconnect (qd7). The fse replaced the tubing and reconnected qd7, which resolved the leak and the background failures. The repairs were verified per established service procedures. (B)(4).